Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced a return of the tremor symptoms. It was found that the pt's implantable neurostimulator had turned off. The pt successfully turned the device back on and the tremor resolved. The pt was "ok" and had "normal" therapeutic effect, thereafter. It was noted that the pt had been in an electric car "a short while" before the return of symptoms were experienced. A f/u report will be filed if add'l info becomes available.